Event description:
Customer reports code came up 949; meter is supposed to be code 947 while using the advantage system. Customer reports code came of three times in a row. Meter display has missing/darkened segments; found during troubleshooting. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.